Event description:
It was reported that during clinical use the cardiosave intra aortic balloon pump (iabp) malfunctioned. It was noticed that the battery level decreases rapidly even when connected to ac. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name and address: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.